Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional product code ktt. Investigation summary: product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot manufacturing location: elmira / packaged, sterilized and released by: monument. Manufacturing date: aug 14, 2019. Expiration date: aug 31, 2029. Part number: 04.038.390s, tfna fenestrated helical blade 90mm -sterile. Lot number: 13l5990 (sterile). Lot quantity: 48. Note: helical blade was manufactured by elmira; lot number 12l5090. Parts were packaged, sterilized and released by monument. Production order traveler met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn 16525 supplied by sterigenics was reviewed and determined to be conforming. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device history review: aug 12, 2020: DHR reviewed. This lot met all visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, the patient underwent a hardware removal due to the proximal femoral nailing system (tfna) nail and the helical blade became disconnected when the helical blade cut through the femoral head. The internal locking mechanism which holds the helical blade was either not correctly deployed during surgery or there was a failure of this component as the tfna nail and helical blade were no longer in contact. The patient status and the procedure outcome are unknown. Concomitant device reported: unknown locking screw (part# unknown, lot# unknown, quantity# unknown). This complaint involves two (2) devices. This report is for (1) tfna fenestrated helical blade 90mm - sterile. This is report 1 of 1 (B)(4).